Event description:
It was reported that the home patient (hp) noticed that there was no betadine on the inside of the minicap. The hp would check the minicap before use and put it off to the side if the minicap did not have enough betadine. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number gd895110 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the returned companion sample, the presence of iodine was detected. Review of production records was performed and the betadine weight check was found to be within the acceptable range. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.